Manufacturer narrative:
.

Event description:
A patient reported on (B)(6) 2016 that they fall a lot, noting that their ankle had been giving out on them and they had trouble walking. However, this was noted to have been occurring since before they were implanted. Intermittent shocking was reported, and there were no related falls or trauma reported. A the time of call, the programmer was showing that the stimulation was on, and the patient said it felt like the stimulation would turn off and then back on. When the stimulation turned back on it shocked them. The patient did not have the ability to change stimulation. The patient was going to follow up with their health care provider (hcp). The shocking was in the patient's back and was considered to be a sudden change. The shocking was noted to have occurred since (B)(6) 2016, but also had happened to them sometime in 2014. The indication for use was spinal pain. The patient's hcp called later that day stating that the patient was experiencing their system "shorting out", and they were experiencing electrical currents in their back that were painful. The patient had been seen the previous week and was reprogrammed by a company representative (rep), but the issue was still occurring. The patient had another appointment a month later and was requesting reprogramming by another rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that a manufacturing representative (rep) knew exactly what was wrong. They did an x-ray to see how to surgically correct it. The patient via a rep reported that the patient had ineffective therapy. It was unknown what environmental/external/patient factors might have led or contributed to the issue. It was unknown what diagnostics, troubleshooting, actions or interventions were taken. The issue was not resolved. However, it was reported that the patient would be revised by the doctor. The surgical intervention was planned but had not been scheduled.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported having their implantable neurostimulator (ins) and two leads replaced about 6 months ago because the leads were in their body for 7 years and were deteriorating and began having problems. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.